Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. B3: event day and year were only reported. D4 batch #: unknown. Investigation summary. Call home revealed multiple reflected power errors. The returned probe looked normal but failed test with reflected power. The probe was tested again and passed. An ablation was started and after a few seconds, there was an arc at the probe tip which caused the probe to bend. After visual inspection, the probe tip was bent. The probe was disconnected and there was evidence of thermal damage. The potential cause of the damage is unknown due to the high amount of thermal damage. A search of nonconformities (ncs) was performed for lot ml23048161. There were no observed nonconformities for this lot. Manufacture date: 4/1/2023. Expiration date: 12/31/2026.

Event description:
It was reported that during the left adrenal ablations procedure that while using up to three probes. One probe stopped working and would not allow them to retest. The problem with the probe did not cause any damage to patient.